Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, during insertion of the synfix cage the threaded tip of the synfix implant holder broke off in-situ while attached to the implant. Reportedly the surgeon felt difficulty uncoupling the instrument and the implant. This is 1 of 1 report for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigations have shown that the tip is indeed broken off. Unfortunately we are not able to comprehend how this breakage occurred. We can only suppose though that the screwdriver had not been screwed in deep enough into the cage and that the tip broke off during hammering. Or the surgeon applied too much mechanical force as he experienced difficulty uncoupling it from the implant. The broken surface is homogeneous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.